Event description:
It was reported that this pacemaker was suspected of premature battery depletion and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A follow up appointment on (B)(6) 2020 showed that the remaining battery longevity was seven and a half years with minute ventilation programmed off. At the most recent follow up on (B)(6) 2020 showed battery longevity to be at seven years remaining and the information that the device was operating at 129% consumption. Device replacement was recommended. No adverse patient effects were reported. Should additional information become available on the outcome of this event, a follow up report will be submitted.

Manufacturer narrative:
Supplemental 2: the product has been received for analysis. This report will be updated upon completion of analysis. Supplemental 1: if information is provided in the future, a supplemental report will be issued. Patient code 3191 captures device reprogramming as a result of the event.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased half a year between one week follow-ups with a power consumption of 129%, minute ventilation sensor was programmed off after first follow-up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Patient experienced anxiety as a result, no medications were required. Device replacement was recommended. This device was already replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased half a year between one week follow-ups with a power consumption of 129%, minute ventilation sensor was programmed off after first follow-up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Patient experienced anxiety as a result, no medications were required. Device replacement was recommended. This device was already replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 3: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Product investigation confirmed there was no record of the change in minute ventilation being turned off. Supplemental 2: the product has been received for analysis. This report will be updated upon completion of analysis. Supplemental 1: if information is provided in the future, a supplemental report will be issued. Patient code 3191 captures device reprogramming as a result of the event.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Battery's longevity decreased half a year between one week follow-ups with a power consumption of 129%, minute ventilation sensor was programmed off after first follow-up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Patient experienced anxiety as a result, no medications were required. Device replacement was recommended. Device replacement procedure is planned to be performed around (B)(6) 2021. This device remains in service at the moment. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures device reprogramming as a result of the event.